Manufacturer narrative:
(B)(4). Batch # n54k04. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: it was reported that a hole had appeared where the device had not stapled effectively. Were there staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Was the staple line complete and staples were in the proper b-formation, however the tissue did not hold together? Response received: the staple line was missing from a section of the staple line, which in his opinion meant there were staples missing.

Event description:
It was reported that during a laparoscopic hernia with small bowel resection procedure, upon the second firing, it was noted at the distal end of the staple line that a hole had appeared where it had not stapled effectively. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the tlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received unfired and with the swing tab in the unlocked position. The instrument was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.